Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the pc over ip (pcoip) was replaced, and the issue resolved. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. 10, 114, and 4307 are associated with the system checkout. 4114, 3221, and 4315 are associated with the pcoip. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection. It was reported that during the case, the pc over ip (pcoip) splash screen appeared and the camera cart disconnected. This issue was noted before the case, and the cables were re-seated. The pcoip cycle occurred multiple times during the case and the second occurrence lasted longer than five minutes. This was the first case for this system. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was no surgical delay due to this issue.

Manufacturer narrative:
The pc over ip (pcoip) client was returned to the manufacturer for analysis. Analysis found that the reported issue could be duplicated. The pcoip client was tested and logs indicated software reboot at 2 hours 44 minutes, 17 seconds, 50 minutes and 5 minutes 8 seconds. Analysis found that the reported event was related to an electrical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.